Event description:
It was reported that the right ventricular lead exhibited high threshold measurements. Due to the high lead threshold the device reached elective replacement indicator (eri). The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.